Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer-provided image shows a device with separation between the front and rear barrel. Bd is unable to test retained samples because the batch number is unknown. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: separates based on the photo provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 1 device's needle separated from the shield. There was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, 1 device's needle separated from the shield. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.